Event description:
The customer called zoll tech support and reported that the band clip of the autopulse lifeband (lot # unknown) could not be secured into the driveshaft slot of the autopulse platform (sn (B)(4). The customer also reported that the platform displayed user advisory (ua) 02 (compression tracking error). Zoll tech support personnel advised the customer to test the platform with another lifeband to see if the issue would resolve. The customer replaced the lifeband, and it securely seated into the driveshaft slot of the autopulse platform. Per the customer, they discarded the first lifeband as it was broken. During multiple testing with the 2nd lifeband, the autopulse platform intermittently displayed fault code 21 (position change does not coincide with motor direction) and ua02 advisory message. No patient involvement. Please see the following related MFR report: MFR # (B)(4) for the autopulse platform (sn (B)(4).

Manufacturer narrative:
The lifeband in the complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.